Event description:
Customer reported that after a short fluoro time, the images faded out. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep informed customer that the failure was probably caused by the batteries not being charged before use. System operates as intended.